Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: black box shows several power on reset events. Moisture damage found under display lens. Leak test failed due to display lens leak. Pump powers up to distorted display. Pump was unable to complete 24 hrs. Duration test due to unresponsive keypad. Keypad is undamaged, all buttons are unresponsive. Opened keypad, no contaminants found under contacts. Opened pump, moisture damage found throughout inside, including keypad flex connector, and power pcb.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.